Manufacturer narrative:
Upon receipt, the lead under complaint displayed severe surgery damages. The performance of the lead was scrutinized, including a visual inspection. The analysis revealed a damaged outer insulation including a deformed outer conductor coil (20 cm and 26 cm distal to the is-1 connector pin), a deformed lead tip, a damaged steroid collar, a bent distal end and a missing part of the distal area of the fixation helix, which most likely resulted from the explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Two days after implant, the pacing threshold resulted very high and the doctor decided to reposition the lead. Twenty days later there was a new dislodgement. The doctor decided to replace the lead.